Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump got wet on a water ride before the buttons stopped responding. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button error alarm was noted. The insulin pump had intermittent act button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronic assembly or motor. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and missing end cap sticker.